Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported thathis right atrial (ra) lead experience a dislodgement, as a result, this issue cause undersensing and high pacing thresholds. This lead was repositioned and remains in service. No aditional advserse patient effects.